Event description:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment. On 2/25/08, the philips fse evaluated the device and confirmed the reported failure. The processor pca was replaced to resolve the reported issue. We are considering this a malfunction of the processor pca. (B) (4).